Event description:
User facility reports the haptic broke and the wound was widened to remove the lens.

Manufacturer narrative:
The evaluation of the returned lens confirmed one broken haptic in the gusset area. This complaint is representiative of haptic complaints evaluated in the external failure investigation for broken haptics. Evidence reasonably suggests the lens wad handled by the customer. This report was mailed in to FDA on: 11/4/97. Number of persons affected = 1.